Event description:
Revision surgery - femoral only revision, unknown reason.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2024-01751; 425-97-014, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.